Event description:
As reported by our (B)(4) affiliate, 3 tavr cases were presented with patients with degenerated/deteriorated sapien valves 4 years post implant. This MDR report is applicable to the 3 cases reported as there are no specific patient identifiers. Multiple attempts to obtain additional details concerning the 3 reported cases have been unsuccessful.

Event description:
As reported by our european affiliate, 3 tavr cases were presented with patients with degenerated/deteriorated sapien valves 4 years post implant. This MDR report is applicable to the 3 cases reported as there are no specific patient identifiers.

Manufacturer narrative:
The thv valves in this event are unknown, therefore, the PMA is unknown. Sapien valve PMA is p110021, sapien xt valve PMA is p130009. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis is unknown. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The thv valves in this event are unknown, therefore, the PMA is unknown. Sapien valve PMA is p110021, sapien xt valve PMA is p130009. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.